Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported the rv lead was capped and replaced due to noise present on egm and low impedance measurements in both unipolar and bipolar polarities. No patient complications have been reported as a result of this event.